Event description:
Customer had an alkaline phosphatase (alp) pt result that when repeated, was found to be erroneous. The first result was 174 u per l, using a 5 ml heparin plasma sample which was drawn on site. The sample was repeated twice, the second result was 77 and the third result gave 68 u per l. Customer states they have had on-going issues with this test since analyzer was installed. She said erroneous results were not reported out. The field service rep did not determine a cause of the discrepancy. He found system pressure was a little low and took apart the pressure regulator and cleaned it. When he reassembled the pressure regulator, he adjusted the pressure. He removed and cleaned water tank liner and checked rotor alignment which was ok. He also checked ropes and pulleys, tubing and fittings, all were ok. The field service rep performed check cassette test to verify analyzer operation.